Event description:
It was reported that during a supply change the ilet user inadvertently selected the back navigation arrow after performing a rewind, which returned the device to the home screen and interrupted the guided sequence for filling tubing; with agent guidance the user resumed the change cartridge and tubing workflow and restored insulin delivery. There were no reported adverse clinical effects. Outcomes included successful resumption of therapy without alarms, alerts, or medical intervention. Investigation included customer support troubleshooting and user education on correct supply change steps. Investigation of this case revealed user operational error during cartridge and tubing change with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.